Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty flow transducer on the smart pneumatic module. The smart pneumatic module board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "self check failure -1002" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.